Event description:
It was reported to medtronic minimed that the customer experienced frequent device updates and sensor replacements, unresolved sensor issues for over three hours, noticed a significant discrepancy between the sensor glucose and blood glucose values that triggered a threshold suspension. The customer reported no adverse event. The event involved product mmt-1886. Troubleshooting was performed for difference between glucose values. The customer reported sensor glucose with value of 400mg/dl and blood glucose with value of 71 mg/dl at the time of incident. The difference between glucose values were out of the acceptable range. Insulin delivery was suspended due to difference in glucose values. Troubleshooting was performed for loss of communication and included reviewing alarm history, advising sensor replacement, checking the test plug and sensor connection, confirming the transmitter was cleaned with alcohol and may have been exposed to moisture, and observing charging and connection behavior; and the customer was instructed to monitor their condition. No harm requiring medical intervention was reported. No product return is required for mmt-1886.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.